Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: one week after the abdominal aortic aneurysm repair, CT was taken, and it was confirmed that paralytic ileus occurred, and abdominal pressure was applied, and the fascia was opened, then it caused abdominal wall scar hernia. A reoperation was performed. It is unknown whether the suture was broken, or the tissue was torn. The stratafix was used for abdominal fascia closure. It was commented that the stratafix had been used for a year and there was no problem until now. The patient was obesity. There is a possibility of due to obesity. It is unknown if the suture was broken. Over tension was applied because of obesity. Or suturing method which depends on the surgeon. Was the stratafix suture pulled tightly during use? Unknown. Location and size of the tear: the location is abdominal fascia, and size is unknown. What intervention managed? Reoperation. Was the procedure or the post-care altered due to this issue? Unknown. How is the patient at this time? The condition is good. Lot number of stratafix used? Unknown. The procedure was aortic replacement with a y-shaped vascular prosthesis. First surgery day was (B)(6) 2019. Re-operation day was (B)(6) 2019. Paralytic ileus was noted on (B)(6) 2019. The patient demographic info: age, gender, weight, bmi at the time of index procedure: unknown. The diagnosis and indication for the index surgical procedure? Replacement surgery with a y-shaped artificial blood vessel. The diagnosis was abdominal aortic aneurysm. What was the appearance of the suture during the second procedure? Unknown. What specific layer was the stratafix used to close? Abdominal fascia. Was there any direct contact with the stratafix and distended bowel? Unknown. What is the patient current status? The patient's condition is stable.

Event description:
It was reported that the patient underwent aortic replacement surgery with a y-shaped vascular prosthesis artificial blood vessel for abdominal aortic aneurysm on (B)(6) 2019 and barbed suture was used. The barbed suture was used to close the abdominal fascia. One week after the abdominal aortic aneurysm repair, CT was taken, and it was confirmed that paralytic ileus occurred. It was reported that the paralytic ileus occurred on (B)(6) 2019. Abdominal pressure was applied, and the fascia was opened, then it caused abdominal wall scar hernia. The patient underwent reoperation on (B)(6) 2019. The location and size of the tear was reported to be abdominal fascia, and size unknown. The appearance of the suture was reported to be unknown during the second procedure. It was reported to be unknown whether there was any direct contact with the barbed suture and the distended bowel. The surgeon opined that there is a possibility due to patient obesity. A contributing factor was reported to be over-tension was applied because of obesity, or suturing method which depends on the surgeon. It was reported to be unknown whether the suture was broken, or the tissue was torn. The current patient status is reported as good, stable. No additional information was provided.